Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during setup, the mdu got hot and wouldn't spin. There was a backup device available, and no delay was reported. There was no patient involvement.

Manufacturer narrative:
H11 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of the device, and no physical damage was observed. A functional evaluation revealed a blade stall error and jammed motor. Further evaluation revealed the drive fork was stiff when rotated. It is noted the returned device got warm during the functional evaluation. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the failure include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.